Event description:
It was reported that the device reached elective replacement indicator (eri) and is suspect of premature eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of rrt in the save to disk was on (B)(6)-2013, device rrt was less than or equal to 2.62 volts. Continuation: 5076 implantable pacing lead - implanted 2007-(B)(6); 419588 implantable pacing lead - implanted 2007-(B)(6). (B)(4).